Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that during a rotator cuff repair the laser lines were faded and worn down on the customers healix all in one awl, making it hard for the surgeon to see the laser lines. The surgeon completed the case by switching to another like device. There was no patient harm but a 50 minute delay was reported. The device is being sent back for evaluation. The sales rep was present for the case.

Manufacturer narrative:
The complaint device was received and visually inspected. Visual observation confirms the laser line is faded. The other laser markings are also faded. This reusable device is more than four years old and its visual appearance indicates possible heavy use. It was determined from past investigations of similar failure modes that this product in general is susceptible to the autoclave process negatively affecting the laser lines. Repeated use/ sterilization cycles further contribute to this failure mode. This failure can be attributed to normal field wear. A DHR review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed four other similar complaints from this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).